Event description:
The user had 2 anaphylactic shocks during a general anesthesia after the insertion of cvc hydrocath with 2 pediatric pts. These 2 events happened in operating theatre of neurosurgery immediately after the positioning of hydrocath. The 2 pediatric pts received general anesthesia. No problem with the induction of the general anesthesia with midazolam, fentanest, pacuronio, forane, n2o/o2, mechanical ventilation with previous intubation oro-tracheal. After 20 minutes from induction of the general anesthesia, after the positioning of the cvc hydrocath (without any problem) the user injected a saline solution for flushing the catheter. After this the user observed an increase of endotracheal pressure and the appearance of diffused cutaneous rush in all the body of the pt and state of shock. The user immediately administered cortisone and performed a manual ventilation, with filing of plasma expanders, infusion of dopamina and coglunato. After 10-15 minutes the pt had an acceptable hemodynamic situation and the disappearing of the cutaneous rush. When the pt was stabilized the surgeon made the intervention without more problems.

Event description:
Before the event, the device was used with right femoral approach with the positioning of the tip of the catheter on junction inferior cave vein and right atrium. Creation of serile field with preparation of the site with an antiseptic solution neomedil (co:farmec-composition: 2.5% bzc, alcohol ethylic 95 degree, other excipients). During the insertion the catheter was externally wet with saline solution in order to activate the hydromer for a better insertion. The inside lumen of the catheter was not flushed before the insertion to pt. Other devices used during event: IV catheter for peripheral vein (bd venflon), endotracheal tube (mallinckrodt), electrodes for ECG monitoring (red dot-3m), radiolus nasogastric (portex) and plaster for monitoring with saturimeter instruments, 10ml plastic syringe (artsana) and 10ml saline solution (sodium chloride 0.9%-fresenius kabi). Device was used for 1 min on pt before the reaction was seen. Reaction was seen immediately after 1 min the anaesthetist observed an increase of endotracheal pressure, rush cutneous before on the face and after diffused on all the body of the pt and hypotension. The user immediately administered cortisone and he performed a manual ventilation, with filling of plasma expanders, infusion of dopamine and coglunate - in this case, dr administered through the catheter only steroids - bentelan 1.5mmg/1ml. The catheter was not removed immediately when the reaction was observed. The permanence of the catheter was of 72 hrs. Investigation revealed the following: the actual device involved in the reported incident was not made available to bd so it was not possible for us to conduct specific examination and testing. Review of the lot mfg and test records indicate that the entire lot quantity of 1200 products met spec and co can confirm that co has received no similar reports relating to this lot from user facilities. Bd has fully validated the biocompatibility of the hydrocath catheter in accordance with iso 10993, and has performed add'l toxicological testing, which has also confirmed the suitability of the hydrocath catheter. Co shall continue to closely monitor and evaluation clinical experience, as appropriate. Review of past similar events has been unable to provide evidence directly linking the use of the catheter and the reactions seen on pt. Given the case reports and knowing the potential causes of anaphylactic reaction, and since actual complaint device were not available, the co is unable to conclude that the reaction reported was due to the catheter. No further info will be provided.